Event description:
Medtronic rec'd info that the tip of this temporary pacing wire was retained in the pt at removal. It was reported that the wire was implanted 14 days.

Manufacturer narrative:
(B)(4). Method - device history could not be reviewed as the lot number is not known. Results - no product was returned. Conclusion - cause of event cannot be determined. Analysis: no product was returned. Conclusion: w/o return of the product, no definite conclusions can be drawn regarding the root cause of the clinical observation. The IFU states "the model 6500 unipolar temporary pacing lead is intended for temporary atrial and ventricular pacing and sensing for a contemplated implant duration of 7 days or less.